Event description:
Procedure: open gastric bypass. According to the reporter: while stapling the gastric pouch, using a 3.5mm stapler size, the doctor had fired multiple reloads and noticed a leak, then switched to a larger staple size to try to confine the leak. The stapler was then pushing tissue out of the jaws and was not cutting. The doctor was able to hand sew over the staple line to repair the leaks. After finishing the gastric pouch, he was able to continue the case; and no other problems reported. Doctor also stated he had used multiple cartridges on thick tissue. Delayed time 30 min with minimal blood loss. Additionally, the doctor noticed was using a one inch penrose drain when he was stapling the pouch. It was observed after firing one of the staplers that half of the penrose drain came back with staples on it, and half still remained in the patient.